Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the fan malfunctioned due to the amount of use and age of the device (over 7 years), leading to the overheating.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During initial evaluation, the user report was confirmed, the device was overheating because of the fan and lamp malfunctioning, as noted. The fan will need to be replaced. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The visera elite xenon light source was sent back to olympus because the warning light was flashing and the light source was too hot to touch. Upon further review once returned, olympus personnel discovered that the fan on the converter and lamp was not functioning properly. This report is being submitted to capture the failed fan/lamp converter. There was no patient harm or consequence reported as a result of this event.